Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet. The recipient is presenting with pain. The recipient is unable to use the device. Revision surgery is being considered.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent successful magnet repositioning. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.